Event description:
A female consumer over the age of 18 years reported that she has been using playtex for decades and inserted a tampon about a week ago, and it did not have a string. She stated that she started to excrete blood and inserted another tampon as she did not realize that she still had the first tampon in because she did not feel the string. She pulled the second tampon out but after a week of the first tampon being inserted, it came out on its own. She stated that she was experiencing stomach pains and swelling around her genital area. She went to the doctor on, (B)(6) 2020 and reported that the doctor did not run any tests but prescribed two antibiotics, cephalexin 500mg every 6 hours and metronidazole 500mg 3 times daily, that she had to take for two weeks. She reported that she currently had stomach cramps and had a follow up appointment with the doctor for a pap smear, after the medications are finished, no specific date was provided. The consumer no longer has the packaging or remaining tampons to return or provide specific product information.